Event description:
Customer reported leaking from the top surface of the maxzero and the female luer was not activated. The user noted fluid pooling underneath the maxzero. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.